Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2005. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen (B)(6) 2006. The physician examined the patient and stated he could feel erosion, though it was not visible. The left side of the patient¿s urethra was swollen. The physician gave the patient cream (type unknown) for the erosion and asked that she follow-up in one month. The patient did not comply. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.